Event description:
It was reported that intermittent loss of capture was noted on the right ventricular (rv) lead. No anomaly was noted via x-ray. The rv lead was capped and replaced on 16 aug 2024. The patient was stable.